Event description:
It was reported that customer experienced leaking in two separate foley catheters at the junction of the balloon lumen with the catheter after the balloon was inflated. The leaking occurred with slight manipulation of the balloon lumen after inflation. They only kept one as the first one was already used with the patient. They checked the second foley catheter before using and found the same leak. The lot number for the unused tray was ngkp2131. Customer did have that unused tray. The lot number for the used tray was unknown as they did not keep that packaging.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Corrections: e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer experienced leaking in two separate foley catheters at the junction of the balloon lumen with the catheter after the balloon was inflated. The leaking occurred with slight manipulation of the balloon lumen after inflation. They only kept one as the first one was already used with the patient. They checked the second foley catheter before using and found the same leak. The lot number for the unused tray was ngkp2131. Customer did have that unused tray. The lot number for the used tray was unknown as they did not keep that packaging. Per customer follow up received via email 02jul2025 stated that they had already returned this item to bd. That was the lot number: nskp2131 and it was a 16fr foley tray, mfg# (B)(6). The only medical intervention that had to be done was removal of the foley and insertion of a new one. After transferred the patient postop to the cticu, they were notified that the foley had fallen out of the patient. After took the foley and reinflating the balloon, a leak was observed at the base of the inflation line. The lot number for that particular supply was no longer available, but the supply was saved. Another foley was opened from the core and the balloon was inflated outside of a patient and the balloon line leaked as well. That required the patient to have a second foley insertion.

Event description:
It was reported that customer experienced leaking in two separate foley catheters at the junction of the balloon lumen with the catheter after the balloon was inflated. The leaking occurred with slight manipulation of the balloon lumen after inflation. They only kept one as the first one was already used with the patient. They checked the second foley catheter before using and found the same leak. The lot number for the unused tray was ngkp2131. Customer did have that unused tray. The lot number for the used tray was unknown as they did not keep that packaging. Per customer follow up received via email 02jul2025 stated that they had already returned this item to bd. That was the lot number: nskp2131 and it was a 16fr foley tray, mfg# (B)(4). The only medical intervention that had to be done was removal of the foley and insertion of a new one. After transferred the patient postop to the cticu, they were notified that the foley had fallen out of the patient. After took the foley and reinflating the balloon, a leak was observed at the base of the inflation line. The lot number for that particular supply was no longer available, but the supply was saved. Another foley was opened from the core and the balloon was inflated outside of a patient and the balloon line leaked as well. That required the patient to had a second foley insertion.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: special instructions: the position of the wire of the temperature sensing foley catheter has an important effect on the amount of heating that may develop during an MRI examination. Accordingly, the temperature sensing foley catheter must be positioned in a straight configuration down the center of the patient table (i.e., down the center of the mr system without any loop) without contacting the patient in order to ensure patient safety. This product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. Refer to instructions for use! It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Additional safety instructions include the following: 1. Remove all electrically conductive material from the bore of the mr system that is not required for the MRI examination (i.e., unused surface coils, cables, etc.). 2. Keep electrically conductive material that must remain in the bore of the mr system from directly contacting the patient by placing insulating material such as foam rubber padding between the conductive material and the patient. 3. Position the temperature sensing foley catheter in a straight configuration down the center of the patient table to prevent cross points and conductive coils or loops. 4. The wire and connector of the temperature sensing foley catheter should not be in direct contact with the patient during the MRI examination. Position the temperature sensing foley catheter appropriately and add insulating material such as foam rubber padding, accordingly. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer experienced leaking in two separate foley catheters at the junction of the balloon lumen with the catheter after the balloon was inflated. The leaking occurred with slight manipulation of the balloon lumen after inflation. They only kept one as the first one was already used with the patient. They checked the second foley catheter before using and found the same leak. The lot number for the unused tray was ngkp2131. Customer did have that unused tray. The lot number for the used tray was unknown as they did not keep that packaging. Per customer follow up received via email 02jul2025 stated that they had already returned this item to bd. That was the lot number: nskp2131 and it was a 16fr foley tray, mfg# a319516am. The only medical intervention that had to be done was removal of the foley and insertion of a new one. After transferred the patient postop to the cticu, they were notified that the foley had fallen out of the patient. After took the foley and reinflating the balloon, a leak was observed at the base of the inflation line. The lot number for that particular supply was no longer available, but the supply was saved. Another foley was opened from the core and the balloon was inflated outside of a patient and the balloon line leaked as well. That required the patient to have a second foley insertion.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Correction: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.